Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that the pipeline flex device (5mm x 16mm) did not open distally. The physician was treating a left distal ica (internal carotid artery) aneurysm on a patient that had been previously treated with a pipeline (5mm x 14mm) 1.3 years ago. The aneurysm was still filling and it was decided to treat the patient with the pipeline flex mentioned above. The pipeline was delivered to the landing zone without any issue. The physician started deploying the pipeline flex in the straight m1. Upon deployment it was noted that the first 1/2 of the pipeline was not opening especially on the distal end. Manipulating the pushwire and forward load were both attempted along with full resheathing twice, but the pipeline still wouldn¿t fully open. At that point, the physician retrieved the device with the microcatheter outside the patient. The procedure was completed with a new marksman microcatheter and pipeline flex (5mm x 16mm). The patient¿s vessel was moderate in tortuosity. No patient injury was reported as a result of this procedure. The information for the previously implanted pipeline can be found in MDR# 2029214-2015-00709.

Manufacturer narrative:
The marksman catheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside catheter. The pipeline was not attached to the pushwire. The evaluation could not determine the cause of the event as the pipeline was returned fully opened with damaged braid; however, it is possible that the tortuous anatomy and the damage to the ends of the braid may have contributed to the reported issue subsequently causing the distal end of the pipeline not to open. The cause for the damage could not be determined. All devices are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).